Manufacturer narrative:
The insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests. No excessive no delivery alarm and no motor error alarm noted during test. Motor passed motor test. No loose drive support cap anomaly noted during test.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had motor error and drive support cap was flushed. Customers blood glucose value was 4.5 mmol/l. Troubleshooting was performed. Customer was advised to replaced insulin pump and refer to back up plan, per health care professional's instructions. The insulin pump will be returned for analysis.